Manufacturer narrative:
Concomitant medical products: product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3888-56, lot# va05lb7, implanted: (B)(6) 2014, product type: lead. Product ID: 3888-56, lot# va05lb7, implanted: (B)(6) 2014, product type: lead. Product ID: 3888-56, lot# va04wj8, implanted: (B)(6) 2014, product type: lead. Product ID: 3888-56, lot# va0588p, implanted: (B)(6) 2014, product type: lead. (B)(4)

Event description:
The consumer reported that the implantable neurostimulator (ins) got "pulled pretty hard" during the revision. It was reported that the patient had "tons of issues" with lower spine and neck. Since the revision that the side of the ins has had horrible pain, where they can't lift or reach. The indication for use is for muscle stimulation and malignant pain. No outcome was reported in regards to the event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
The patient indicated the use of their stimulation implant was for muscle stimulation. The manufacturer reported the indication for use was for malignant pain.